Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy. It was reported by the patient that they had their implantable neurostimulator (ins) and leads taken out on (B)(6) 2016 because the patient reported a decline in therapy since 2014. The patient's ins was check in 2015 and it was showing a larger impedance. It was reported that the patient basically wore their ins down. It was reported that the ins and leads had been removed. The loss of therapy was reported to be a gradual change in therapy/symptoms. Relevant medical history includes non-malignant pain and chronic low back pain. No outcome or cause was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Updated to clarify initial information. "No outcome or cause was reported in regards to the event." Was updated to "no cause was reported in regards to the event." The ins and leads were reported to be removed which is the outcome of the event.

Event description:
The consumer reported a loss of therapy. It was reported by the patient that they had their implantable neurostimulator (ins) and leads taken out on (B)(6) 2016 because the patient reported a decline in therapy since 2014. The patient's ins was check in 2015 and it was showing a larger impedance. It was reported that the patient basically wore their ins down. It was reported that the ins and leads had been removed. The loss of therapy was reported to be a gradual change in therapy/symptoms. Relevant medical history includes non-malignant pain and chronic low back pain. No cause was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.